Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: failure to advance: the cause of the failure to advance was patient condition related to the patient's small vessel size and stenosis. Device history lot: device lot : 2003676. Device history batch: subcomponent lot : n/a. Device history review : the pump sn (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 65 year old female with post cardiotomy low cardiac output syndrome in the setting of mitral and tricuspid valve disease, with a history of coronary artery disease and diabetes mellitus, required hemodynamic support following high risk surgical intervention. The patient arrived acidotic with a ph of 7.12, elevated lactate of 11 millimoles per liter, and was receiving multiple inotropic and vasopressor infusions along with mechanical ventilation. Left femoral arterial access was obtained using a percutaneous, ultrasound guided approach for planned impella cp implantation. After access was secured and diagnostic angiography was performed (¿run off shot¿), the iliac arteries were noted to be significantly smaller and constricted (¿clamped down¿) compared with prior imaging. The interventional cardiologist attempted medical optimization by placing a right peripheral femoral support device and reducing vasopressor doses to allow vasodilation, followed by reassessment of vessel caliber. Despite these measures, the iliac arteries remained too small, and even a five french diagnostic catheter fully occluded the vessel lumen, preventing safe advancement of a large bore sheath. Several attempts were made to insert the impella introducer sheath, but advancement was unsuccessful due to insufficient vessel diameter. Based on the high procedural risk and inability to safely deliver the device, the team aborted the impella cp implantation. The patient remained on multiple inotropes, vasopressors, an intra aortic balloon pump, and mechanical ventilation for ongoing hemodynamic support. The procedure ended without device implantation, and the case outcome was documented as aborted. The delivery issue is conservatively associated with impella by timing, occurring during attempts to place the device. Delivery challenges and inability to advance the sheath are known risks related to patient vascular anatomy and vessel size, particularly in critically ill patients with severe vasoconstriction from high dose vasopressors. Based on the available clinical information, the markedly small and constricted iliac arteries, the patient¿s hemodynamic instability, and pressors causing peripheral vasoconstriction were the most likely contributors to the inability to deliver impella cp, rather than device related causes. The implantation was therefore appropriately aborted for patient safety.